Event description:
Pump declared a cartridge change error, prompting customer technical support (cts) to assist the caller with troubleshooting. There was no adverse impact to the customer's blood glucose level. Cts guided the caller through a series of steps, including inspecting and cleaning the pump and cartridge components. The caller successfully completed the load process and resumed insulin delivery following the resolution.